Manufacturer narrative:
A ge service representative performed an over the phone investigation. The batteries were replaced during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the itrak 3500 system locked up and shut down during a case. No pt injury was reported.